Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc had foreign matter when checking the product before use, foreign matter was found on the tip of the catheter; the number of affected tubes is 3, samples can be returned, and photos are provided; green claims are required, complaint reply letter is required, and complaint receipt letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. One photo was received, which shows a protruding foreign object at the tip of the unit's catheter. 2. DHR/bhr review (lot#5076525): 1) the products of this batch were assembled at intima ii auto line 3 in apr 2025 and packaged at r240 package line in apr 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch are taken, and the surface of the catheters are examined; no similar foreign matters were found. Penetration force test was carried out on a sample, and the needle tip penetration force, catheter tip penetration force and catheter drag force all meet the product specifications. 4. Due to the inability to identify the specific condition of the foreign matter from the returned photo, analysis confirmation cannot be carried out. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows a foreign matter at the front end of the catheter, but due to the absence of a defective sample for further analysis, the specific condition and composition of the foreign matter cannot be confirmed, making it impossible to determine the precise source of this foreign matter. The plant will continue to monitor such defects.

Event description:
No additional information is available.